Manufacturer narrative:
Manufacturer¿s investigation conclusion: no external power/low power hazard alarms while connected to the mobile power unit (mpu) were confirmed via evaluation of the submitted log files. The controller event log file contained relevant events spanning from (B)(6) 2024 to (B)(6) 2024. On (B)(6) 2024 from 07:20:54 to 07:21:07 and from 08:08:15 to 08:08:22 the relative state of charge (rsoc) and voltage values of both power cables were observed to steadily decrease, resulting in power cable disconnect/low power hazard/no external power alarms. The alarms cleared once the rsoc and voltage values of both power cables returned to their expected values. These events appear consistent with a loss of alternating current (ac) power while the controller was connected to the mpu (mobile power unit). The pump appeared to function as intended at the set speed while the driveline was connected to the system controller. The mobile power unit was not returned for analysis. Additional information stated that the patient¿s family / emergency medical services may have attempted to unplug the mpu and system controller following the patient outcome; this was determined to be the root cause of the no external power/low power hazard alarms. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low power hazard, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log file showed the no external power alarm was the result of ac power loss to the mobile power unit (mpu). The loss of power to the mpu was intermittent. It first occurred on 11may2024 between 7:20:54 and 7:20:59 and a second time on 11may2024 between 8:08:15 & 8:08:20. On 11may2024 it was requested to turn the pump off since the system controller was continuing to alarm. The patient had already been deceased for some time and they were waiting for the coroner. There was a chance that the pmu had been unplugged in an attempt to turn the system controller off prior. Reviewing the log files again, the flows first dropped to 0.0 lpm on 10may2024 at 6:27:55, thus, the intermittent loss of power to the mpu was more than 24hrs after the pump flows decreased to 0.0 lpm. The mpu was removed from service and would not return for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.